Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 93 mg/dl. Customer was treated with glucagon shot yesterday. Customer was also treated with juice, set change. Customer stated that her last blood glucose was 44 mg/dl. Customer also reported high blood glucose on july 30. Customer treated the high blood glucose with 30 units. Customer was offered to do troubleshooting for high blood glucose and no delivery but declined. Customer was advised that the device would be replaced.